Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted due to an infection. The patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) and concomitant pacemaker system. No additional adverse patient effects were reported.